Manufacturer narrative:
This report is submitted on july 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient underwent skin flap revision surgery (date unconfirmed), in order to thin the flap and remove scar tissue. The implanted device remains insitu.